Manufacturer narrative:
The event product was returned to applied medical for evaluation with two (2) sterile units. No damage was observed on the sterile units. Upon visual inspection of the event unit, engineering was able to confirm that the cannula and obturator were both bent and cracked. The wall thicknesses of the cannula and obturator were measured and were found to be within specifications. Based on similar events, it is likely that the cannula and obturator were bent due to high insertion forces. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report is to follow up medwatch #(B)(4).

Manufacturer narrative:
The event device has been returned and assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. Based on the description of the event during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. Upon closer inspection of the returned unit, the event is now deemed reportable due to fragmentation of the obturator shaft and fractured cannula. This report is to follow up medwatch #(B)(4).

Event description:
Procedure performed: lap gastric sleeve (non-robotic). Incident description: the trocar bent during first entry while using the fios technique, the sales reps was informed that the obturator was inside the cannula when the malfunction occurred. Applied medical received additional information via email from territory manager on (B)(4) 2017: the dr. Was performing a lap gastric sleeve (non-robotic) and using the ctf04 for the fios first entry technique. As he was inserting the trocar, it bent in half (obturator still inside). The bent trocar was removed and a new one was used. No parts were left inside the patient and no injury occurred. Medwatch received 12apr2017 - event description: during a laparoscopic sleeve gastrectomy procedure, the obturator with sleeve bent during insertion into the patient. Type of intervention: an additional trocar was used. Patient status: no patient injury.